Event description:
It was reported the right atrial (ra) lead was explanted due to unknown product performance issue. This ra lead was replaced with the same model. No adverse patient effects were reported.